Event description:
It was reported that this implantable pacemaker was found in safety mode during routine follow-up. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.